Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a complete lead was returned in two pieces. The connector portion measured 14.3 cm while the distal portion measured 51.5 cm. Final analysis found that internal abrasion was noted at 9.9 cm to 14.6 cm from the distal tip. The cause of the reported event was isolated to the internal insulation abrasion in between the shock coils. External insulation abrasion was noted at 48.3 cm to 49.5 cm from the distal tip. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
It was reported during an implantable cardioverter defibrillator (ICD) upgrade procedure that the patient's right ventricular (rv) lead exhibited externalized conductors. The rv lead was explanted and replaced. The patient was stable before, during, and after the procedure.